Event description:
The customer reported machine fluid removal was not accurate. Pt became unresponsive during treatment. Pt suffered low blood pressure. Blood was returned and saline 300 cc was given. Pt was discharged stable.